Event description:
Device report from synthes reports an event in japan as follows: it was reported that on december 20, 2023, a foreign object was found in the sterilization pack. No further information is available. This report is for one (1) va lockscr ã¸2.7 he 2.4 self-tap l18 tan this is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Additional product code: hrs. Complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. The photo was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned photo. Visual analysis of the photo revealed presence of bubbles in tube. This is a know issues and further investigation performed by the manufacturer identified the following: the ¿foreign objects¿ observed were determined to be bubbles within the injection molding and there is no contamination identified in the affected parts. Despite the presence of the bubbles, the sterile barrier remains intact; the worst-case harm associated with this defect type is ¿infection ¿ moderate¿ at an ¿acceptable¿ risk level and remains unchanged. In conclusion, while the bubbles in the tubes are present and are not acceptable and the overall complaint was confirmed for the lockscr ã¸2.4 self-tap l26 tan. The product issue has been addressed through depuy synthes quality system. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Part:04.211.018ts lot:156l882 manufacturing site: werk selzach supplier:früh (B)(4) release to warehouse date:31 mar 2023 expiration date: 01 mar 2028 a manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. Non-sterile part # 04.211.018 non-sterile lot # 2976p87 manufacturing site: werk selzach supplier:(B)(4) release to warehouse date:21 dec 2022 a manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3,h4,h6 the product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample found that the protecting tube had a bubble, which can be mistaken by foreign matter inside the packaging. The size of the air bubble is less that 9mm² and is acceptable as per visual standard valid at that time. No foreign matter was found, therefore the reported allegation cannot be confirmed. A dimensional inspection for the device was not performed as it is not applicable to the complaint condition. The overall complaint was not confirmed, however as the observed condition of the va lockscr ã¸2.7 he 2.4 self-tap l18 tan would not contribute a device issue. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Drawing/specifications reviewed 02_211_008 rev c (current and manufactured) dimensional inspection: n/a h4,h6 part:04.211.018ts, lot:156l882, manufacturing site: werk selzach, supplier:(B)(4), release to warehouse date:31 mar 2023, expiration date: 01 mar 2028. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. Non-sterile part # 04.211.018, non-sterile lot # 2976p87, manufacturing site: werk selzach, supplier: (B)(4), release to warehouse date:21 dec 2022. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.